Manufacturer narrative:
Product analysis:the customer comment was confirmed at analysis. There was no backlight and the image on the screen was very weak. The flex cable display was damaged. A sharp fold caused the errors. The paper drawer was nearly empty, the latch media bay door was broken, the manufacturer logo button was damaged, the stylus was defective. The flex cable display was replaced, paper was added, the media bay door was replaced, the manufacturer logo button was replaced, the stylus was replaced, the touchscreen was calibrated, software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was very blurry and not visible. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.